Event description:
It was reported that after replacing the freestyle libre 3 plus sensor, the ilet system displayed repeated ¿scan unsuccessful¿ errors when attempting to scan and pair the sensor, consistent with an intermittent communication failure involving the electrical/magnetic antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem between the ilet and the freestyle libre 3 plus sensor consistent with intermittent communication failure localized to the electrical/magnetic antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.